Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. Surgeon commented as follows: "scheduled for an exchange nail surgery pending availability of implants". A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on (B)(6) 2016, that a sign im nail implanted to repair a fracture of the left femur; was found to be broken during a follow up visit. This case was not documented by the surgeon until (B)(6) 2016.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 2/6/2017 sign im nail implanted to repair a fracture was exchanged. The im nail was previously reported to the FDA as broken on (B)(6) 2016, with the patient identifier (B)(6). The broken im nail was replaced with a 10mm x 380mm standard nail per the sign technique manual. Surgeon comment: "patient known smoker who broke the sign nail. Exchange nailing was done."